Manufacturer narrative:
The result of the analysis confirmed the reported event of failure to start up. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis. Burn marks to the main pcb were revealed during analysis. There were no reported adverse patient consequences related to the event.